Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having blood glucose readings of 50 mg/dl and stated that they ate and the blood glucose readings increased to 430 mg/dl. Customer stated that they were unable to bring it down. Customer then treated with a manual injection and stated that their blood glucose readings dropped at night and were back to up 300 mg/dl in the morning. Customer reported symptoms of muscle cramping, aching and constant urination. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery alarms and low reservoir alarms were noted in the alarm history. High pressure test was performed and passed. Customer's blood glucose reading at the time of the call was 313 mg/dl. No further information reported.